Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "hard contractures".

Event description:
Patient reported right side rupture with "hard, contractures," baker grade unspecified. The device remains implanted.

Event description:
The device has been explanted and was found to be non-allergan; events no longer considered reportable to the FDA.

Manufacturer narrative:
The device has been explanted and was found to be non-allergan; events no longer considered reportable to the FDA. Additional, changed, and/or corrected data: b2, b5, d1, d4, d6a, d6b, h6.